Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to low blood glucose on (B)(6) 2019. Customer¿s blood glucose level was 30 mg/dl at the time of hospitalization. Customer also specified other low blood glucose value was 10 mg/dl. Customer treated with the sweet syrup with a food, pouch of peanut butter, jelly and glucose tablets for low blood glucose. The customer decline troubleshooting for low blood glucose. The product will not return for the analysis.